Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was noted that the battery compartment was cracked and there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings:the black box for the day of thee event (B)(6) 2017 was not available. Available black box data showed partially discharged batteries being installed on (B)(6) 2017 resulting in a replace battery alarm. Corrosion was observed in the battery compartment. The battery compartment was cracked on the side from the threads to the cover. No damage was found to the returned battery cap. The cap attached to the pump and the pump powered on. Current draws measured within specifications. A "battery life" issue was not duplicated during testing. Leak test failed with battery compartment leak. The pump cover was removed; no further evidence of internal moisture was observed. There were no loose components inside the pump. Unrelated to the battery life issue, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.